Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture shortly after implant. A chest x-ray was performed, and the ra lead dislodgement was observed. Subsequently, this patient underwent a revision procedure to reposition this lead, however this ra lead experienced helix mechanism issues and it was not possible to reposition this ra lead. This ra lead was explanted and replaced with a different ra lead. The procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Detailed analysis confirmed that there were cuts on the outer insulation and the outer conductor coil was cut in two, consistent with explant damage. The conductor coils were deformed and puncture holes in the insulation were noted from some type of grabbing tool. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, except for the coil that was cut. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture shortly after implant. A chest x-ray was performed, and the ra lead dislodgement was observed. Subsequently, this patient underwent a revision procedure to reposition this lead, however this ra lead experienced helix mechanism issues and it was not possible to reposition this ra lead. This ra lead was explanted and replaced with a different ra lead. The procedure was completed successfully. No additional adverse patient effects were reported.